Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to an unsuccessful ring repair.

Event description:
Customer reportedly received results of 136 mg/dl and 316 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.